Manufacturer narrative:
Review of information provided and visual analysis of the returned device concluded that there is no evidence of a product defect. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
Same patient as: 2184052-2015-00058, 2184052-2015-00142, and 2184052-2015-00146. Upon investigation of the returned implants, two unrelated screws were received with at least one wing sheared off. This was not reported as part of the initial event, and there is no indication from the initial event that this incident caused or contributed to patient injury. The patient was treated for an unknown condition with a nexlink construct from l4 to s1, skipping l5 due to previous pars defect. No unusual events were reported to have occurred during initial implantation. Two days postoperatively the patient stated hearing audible clicking. The patient was seen approximately two weeks later and imaging taken at that time revealed that the right rod had come out of the head of the screw at the s1 level. The patient was revised and the construct was removed. No postoperative patient conditions were provided following device removal.